Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be degraded. Functional testing was able to duplicate the issue. It was determined that the fluid ingression to the device was the root cause. The main board and the dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump had error code and would not turn on. No adverse patient effects were reported by the customer.